Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test: and failed. Performed a search for share log data and no share log data available. The problem is undetermined because the transmitter has no share log data available.. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/17/2017, that on (B)(6) 2017, a loss of connection between the transmitter and display device occurred. No additional patient or event information is available. No product or data were provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.